Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's plunger was not in place. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 04-aug-2022 via email and attached in complaint object: runs then gets an error message saying plunger not in place even though it has been running with it in place. Date of event updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 04-may-2016.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, and the right plunger case, barrel clamp head and battery door were cracked. The plunger head was filled with dried fluid. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation in addition to the plunger head was filled with dried fluid contamination. Root cause of the reported event is from customer damage whereby exposure to excessive fluids resulted in plunger head fluid ingression. Replaced the entire plunger head assembly, including the plunger tube and plunger cable, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.